Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced inappropriate therapy due fast atrial fibrillation. The device was reprogrammed and the physician adjusted the patient's medications. The patient is in stable condition following the procedure.

Event description:
Oversensing was noted following reprogramming, medication was increased to resolve the event.